Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be filed upon completion of the clinical investigation.

Event description:
A peritoneal patient's contact reported that the cycler displayed the messages patient line blocked and supply lines are blocked message during a treatment. The contact reported that the patient had been hospitalized prior. Upon follow up with the patient's nurse, it was noted that hospitalization occurred on (B)(6) 2017 due to abdominal pain and constipation.

Manufacturer narrative:
Clinical investigation conclusion: there is no documentation showing a causal relationship between the liberty cycler machine, the hospital admission and/or the adverse events of abdominal pain. Additionally, there is no allegation against any fresenius products and the adverse events. It remains unclear if patient was utilizing any fresenius products during hospitalization. There is however a probable association between the common gastrointestinal symptoms of abdominal pain, colonic fecal retention and renal failure.

Event description:
A peritoneal patient's contact reported that the cycler displayed the messages patient line blocked and supply lines are blocked message during a treatment. The contact reported that the patient had been hospitalized prior. Upon follow up with the patient's nurse, it was noted that hospitalization occurred on (B)(6) 2017 due to abdominal pain and constipation.